Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 11/30/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This supplemental report will also include correction to the codes in section h.6. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. In the initial report, the following sections were left blank by mistake: health effect - impact code. Health effect - clinical code. Medical device problem code. In this supplemental report, the codes have been added to these fields.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photo of the embotrap iii complaint device. The review is documented below. It is confirmed from the provided photo that a red blood clot-like substance is attached at the distal portion of the embotrap iii device, and it appears that a metallic wire is entangled with the embotrap iii device. The metallic wire observed in the photo is not consistent with any of the components of the embotrap iii device. Although metallic wires are used in the manufacture of the distal and proximal coil components of the embotrap iii device, they are visibly thicker wires to that observed in the photo. Additionally, the distal coil of the embotrap iii device is observed to be intact in the photo. The wire is likely to be a component of an ancillary device used with the embotrap iii device during the procedure, most likely the sofia intermediate catheter which has a braided wire embedded in catheter inner lumen wall. Similar instances of this complaint have been reported with the sofia intermediate catheter and concluded to be due to a defect of the sofia design / manufacturing. Conclusion: in conclusion, there is no visible evidence of defect with embotrap iii device which potentially could cause the resistance during withdrawing. It is concluded from observing the provided photo and review of previous related complaints that the most probable cause of the resistance during withdrawing the embotrap iii device through the sofia intermediate catheter is due to a potential defect of the sofia intermediate microcatheter. A review of the manufacturing documentation associated with this lot (20h098av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure to treat an acute ischemic stroke, when the 5mm x 37mm embotrap iii revascularization device ((B)(4)) was being retrieved through the sofia® intermediate catheter (micro-vention-terumo), the physician felt resistance. It was reported that the resistance felt like the embotrap device was stuck in the catheter. Normally, the sofia catheter stays in place in the vessel and the embotrap is retrieved smoothly to the outside of the patient. The physician removed the set-up, including the sofia catheter. Outside the patient¿s body, the physician saw damage to the products. A wire was untied, which seemingly was part of the product. There was no report of any patient adverse event, or complication. A photo of the complaint device was included in the complaint file.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/19/2020. The information is related to the case review completed on 27 october 2020. [Additional information]: on 27 october 2020, the physicians from the case and the met with the cerenovus team via zoom to discuss the case. The following is the summary of the case review. The patient has a history of pulmonary embolism and cancer. The patient was referred to the hospital and presented with acute onset stroke. A computed tomography (CT) scan was performed 45-minute after arrival showing occlusion on the left m1 segment. The case details are as followed: access was difficult to obtain. The first pass of the embotrap iii was made using the sofia intermediate catheter and the vasco 21 microcatheter. There was no problem in the introduction and deployment of the embotrap iii into the microcatheter. The solumbra technique was used. There was some, but no significant improvement. A second pass was made in the similar location, a few millimeters slightly more distal occlusion. There was no issue in the introduction and deployment of the embotrap iii into the microcatheter (same devices as the first pass). The solumbra technique was used and the occlusion improved, now in the m2. The third pass was made. The occlusion is in mid-to-distal m2. It was difficult to push the microcatheter beyond the clot. Positioning such that distal part of the stent retriever in a more acute curve along the sylvian point. The embotrap iii was initially pulled back and seem normal then high resistance was felt when the embotrap iii was entering the mouth of the sofia intermediate catheter. The resistance felt was significant enough to change from the solumbra technique to the save technique. Control modified treatment in cerebral infarction (mtici) score was 2b. When the devices were outside of the patient¿s body, the embotrap iii device was pulled out and it appeared ¿unraveled.¿ updated sections: b.7, g.4, g.7, h.2, h.10 and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure to treat an acute ischemic stroke, when the 5mm x 37mm embotrap iii revascularization device (et307537/20h098av) was being retrieved through the sofia® intermediate catheter (microvention-terumo), the physician felt resistance. It was reported that the resistance felt like the embotrap device was stuck in the catheter. Normally, the sofia catheter stays in place in the vessel and the embotrap is retrieved smoothly to the outside of the patient. The physician removed the set-up including the sofia catheter. Outside the patient¿s body, the physician saw damage to the products. A wire was unwinded which seemingly was part of the product. There was no report of any patient adverse event or complication. A photo of the complaint device was included in the complaint file. On (B)(6) 2020, the physicians from the case and the met with the cerenovus team via zoom to discuss the case. The following is the summary of the case review. The patient has a history of pulmonary embolism and cancer. The patient was referred to the hospital and presented with acute onset stroke. A computed tomography (CT) scan was performed 45-minute after arrival showing occlusion on the left m1 segment. The case details are as followed: access was difficult to obtain. The first pass of the embotrap iii was made using the sofia intermediate catheter and the vasco 21 microcatheter. There was no problem in the introduction and deployment of the embotrap iii into the microcatheter. The solumbra technique was used. There was some, but no significant improvement. A second pass was made in the similar location, a few millimeters slightly more distal occlusion. There was no issue in the introduction and deployment of the embotrap iii into the microcatheter (same devices as the first pass). The solumbra technique was used and the occlusion improved, now in the m2. The third pass was made. The occlusion is in mid-to-distal m2. It was difficult to push the microcatheter beyond the clot. Positioning such that distal part of the stent retriever in a more acute curve along the sylvian point. The embotrap iii was initially pulled back and seem normal then high resistance was felt when the embotrap iii was entering the mouth of the sofia intermediate catheter. The resistance felt was significant enough to change from the solumbra technique to the save technique. Control modified treatment in cerebral infarction (mtici) score was 2b. When the devices were outside of the patient¿s body, the embotrap iii device was pulled out and it appeared ¿unraveled.¿ the device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the embotrap iii device was received inserted in a vasco 21 microcatheter with the rotating hemostasis valve (rhv) torque device attached. The sofia intermediate catheter was also returned with an rhv. Visual inspection was performed. Under magnification, the stent-like assembly of the embotrap device has several dried blood clots, a film-like substance and a metal wire that is not a component of the embotrap entangled firmly in the distal cone of the embotrap device. This is consistent with the photo provided in the complaint that a red blood clot-like substance is attached at the distal portion of the embotrap iii device, and it appears that a metallic wire is entangled with the embotrap iii device. The metallic wire observed in the photo is not consistent with any of the components of the embotrap iii device. The film-like substance has a polymer-like appearance. It appeared to be stretched around the stent-like assembly of the embotrap device preventing full expansion. The polymer-like appearance of the substance is consistent in appearance to an inner liner of a catheter. The markers on the embotrap were observed under magnification and they were confirmed to be intact and without any appearance of damage observed. The distal tip was intact without damage. Examination of the proximal coil indicated some off sets that are indicative of device use. The proximal coil was fully intact. All adhesive bonds were properly formed and intact. The distal portion of the inner channel and outer cage were observed under magnification and were found without any visible damage, deformation, or strut fracture. The embotrap device was then cleaned by hand, using water and forceps to remove the blood clot and the film-like substance and the entangled wire. Post-cleaning, a strut fracture of the outer cage was observed at the connecting strut of the first segment. This fracture was not present prior to the attempt to remove the material. It is concluded that the physical manipulation of the device required to remove the material resulted in the strut fracture. A simulated withdrawal of the returned embotrap device into/through the sample sofia intermediate catheter was performed. A standard rhv was attached to the hub of the sofia catheter and a sample headway 21 microcatheter (microvention-terumo) was inserted through the rhv/sofia catheter lumen so that it exited the distal end of the sofia catheter. The embotrap device was loaded into the insertion tool and advanced through the headway 21 microcatheter. The embotrap device and the headway 21 microcatheter were then withdrawn together distally. The embotrap and the headway 21 microcatheter were successfully withdrawn to and through the sample sofia intermediate catheter without any noted resistance. The simulated withdrawal suggests that the returned embotrap device was not the cause of the resistance to withdrawal and demonstrated that if the strut fracture of the embotrap device (noted post-cleaning) was present prior to cleaning, it does not cause resistance to withdrawal through a sofia intermediate catheter. This finding, therefore, supports a conclusion that the embotrap device is not the cause of the resistance noted by the physician as reported in the complaint. The vasco 21 microcatheter was examined under magnification and a severe kink was noted distal to the microcatheter hub. Examination of the sofia intermediate catheter was performed and some metal wires consistent in appearance with the wire entangled in the embotrap were present at the proximal lumen of the attached rhv; the metal wires were also visible inside the rhv. Visual inspection of the sofia intermediate catheter indicated a partial delamination of the coil wires in the catheter shaft, approximately from 13.9cm to 18.3cm from the distal tip. This is consistent with the observation made during the photo review that although metallic wires are used in the manufacture of the distal and proximal coil components of the embotrap iii device, they are visibly thicker wires to that observed in the photo. Additionally, the distal coil of the embotrap iii device is observed to be intact in the photo. The wire is likely to be a component of an ancillary device used with the embotrap iii device during the procedure, most likely the sofia intermediate catheter which has a braided wire embedded in catheter inner lumen wall. A slight dent on the outer diameter (od) at the beginning where the coil wire was noted to be missing was observed. Such an indentation may cause the coil wire to protrude into the lumen creating an opportunity for the embotrap device and coil wire to become entangled resulting in the coil wire removal from the catheter. For comparison, a new sofia intermediate catheter was examined under magnification. The coil wires were visible from approximately 2cm from the distal tip to the more proximal green section of the catheter shaft. The coil wires of the returned sofia intermediate catheter were missing in this section. A review of the manufacturing documentation associated with this lot (20h098av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue in the complaint that during the acute ischemic stroke procedure, the 5mm x 37mm embotrap iii device was being retrieved through the sofia intermediate catheter, resistance was felt; the resistance felt like the embotrap device was stuck in the catheter was not confirmed through the functional analysis of the returned embotrap iii device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.